Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a broken clip introducer and a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip was successfully inserted, and the procedure was performed per the instructions for use (IFU); however, while removing the clip delivery system (cds), the clip introducer broke, causing a leak. Aspiration was then performed. The cds was able to be removed and no additional clips were implanted. Mr reduced to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided, the investigation identified the reported break of the clip introducer as a potential product issue. The reported clip introducer leak is the result of the clip introducer break. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.